Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that there was far field r-wave oversensing on the atrial channel. Programming changes were performed. There were no patient consequences.